Event description:
Information was received indicating that a cadd-ms® 3 ambulatory pump started to beep and showed an alert with no known message. The patient was instructed to resume therapy via a pack up pump until a replacement issued. There was no reported injury to the patient.

Manufacturer narrative:
Device eval: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Functional testing involved loading a cartridge and running the pump for an extended period of time and showed no alerts or messages occurring while running. Based on the investigation, the complaint allegation was not confirmed